Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra smart coil system include, but are not limited to hematoma or hemorrhage at access site of entry, coil herniation into parent vessel, intercranial hemorrhage , vessel spasm, thrombosis, dissection, or perforation. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During its post-market surveillance activities on 17-dec-2020, penumbra inc. Became aware of a journal article titled, "long-term follow-up results of the smart coil in the endovascular treatment of intracranial aneurysms." (Mcavoy et al. 2020). This article reports a single center prospective analysis of one hundred and five patients undergoing a total of one hundred and six procedures utilizing at least one penumbra smart coil (smart coil) between august 2015 and july 2018. During one procedure in the right supraclinoid interal carotid artery (ica), coil embolization was complicated when the first smart coil began extruding from the wall of the aneurysm. Several measures were taken to secure the aneurysm such as balloon inflation, reversal of anticoagulation with protamine, rapid coiling with three additional smart coils, and administration of mannitol. Subsequent computed tomography (CT) imaging revealed little change from pre-procedural imaging. It was reported that the patient remained stable and was later discharged home without evidence of neurologic deficit. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints.